Event description:
Information received by medtronic indicated that the customer reported a connection issue between the insulin pump and the phone. Troubleshooting was performed and was assisted to close and re-launch the minimed app and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
"An attempt to reproduce the reported event with minimed mobile app (software version 1.3.2) on motorola moto g9 plus (android 10) with mmt-1884 780g pump (software version 6.7u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation, we observed absence of the diagnostic logs, only analytic data are present, but from the issue description we suspect that the root cause for the user¿s pairing problems is undefined or supervisor_timeout error returned by the android os. Undefined error may be caused by a wide set of possible reasons: device software, permanent/periodic sources of radio/microwaves, errors in user device bluetooth stack implementation. Supervisor_timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: to make sure that the device hasn¿t any bluetooth connection to other devices (like fitness tracker\smartwatch), and remove if any are present. To remove the pump from the list of paired devices on phone. To remove the phone from the list of associated devices on pump. To reset network settings. To clear data of bluetooth app. To disable battery optimization for mm app. To try to pair the pump and device again, do not leave the pairing screen during the pairing process, do not forget to accept both bonding dialogs. If pairing still fails - to manually upload diagnostic logs. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in sections h1/h2, h3, h6(component code, type of investigation, investigation findings, investigation conclusions ) with this report.